Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in hospital for follow-up, device could not be interrogated. The programmer kept crashing while retrieving episodes. Review of session records revealed that the device attempted to perform capacitor maintenance out of clinic that was terminated several times. There were also episodes of non-sustained rv oversensing at the time of capacitor maintenance. Device download was performed successfully and no further issues were reported.